Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed an electrical open at the distal end of the catheter 0-10 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted while crossing the stenosis site, resulting in a lost image. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter twisted while crossing the stenosis site, resulting in a lost image. The procedure was completed with another of the same device. No patient complications were reported.